Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 3. Device evaluated by manufacturer?, h 6. Type of investigation, h 6. Type of investigation, h 6. Investigation conclusions. Investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one needle suture in two sections was received for analysis. Product code sxpp1a445. During visual inspection of the needle. Marks were noted at the edge of the swage area. The barrel hole was examined, and a suture piece was still attached to the needle. The suture was examined, and the end of the suture was noted to be split and cut probably caused by a surgical instrument. In addition, body fluids and crimping marks were found in one suture piece. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. To prevent this kind of damage: care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No lot number available, they could not find the packaging. Hh (please refer to the attached email) ¿ pa manager I have the product in my possession available for return. Please send the return packing to my home address. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty procedure on (B)(6) 2026 and suture was used. The physician assistant made three to four passes with the suture for the first layer. On the subsequent pass the suture split/frayed at the junction where the needle connects to the suture appearing to separate at the needle suture interface no patient consequences. Additional information has been requested.